Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple usb cables were loose in the pump usb port as the customer experienced difficulty charging the pump battery. Reportedly, a prong inside the port was observed to be bent. The customer's blood glucose level was 286 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.